Event description:
Current bulbs do not produce satisfactory suction for suctioning out noses and mouths on newborns. Another MFR's product is a much more satisfactory for newborn suctioning. Suctioning secretions in newborns is a very important part of the resuscitation and it is important to have a product that produces enough suction to do this job.